Event description:
It was reported that a hair was found in the sterile package when opened in surgery. Another device was available and was used to successfully complete the case.

Manufacturer narrative:
Investigation in progress. No additional information available at this time.